Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on (B)(6) 2025 at 08:08 am, a new syringe of precedex was programmed with a of .13ml/hr. Around 14:00, the clinician observed a ¿near end¿ message on the pump, which was unexpected given the syringe size (3 ml) and infusion rate (0.13 ml/hr). The clinician noted the pump indicated approximately 0.23 ml remaining to infuse; after removing and reinserting the syringe, the pump then displayed 0.44 ml remaining, showing two different volume readings. There was no patient harm. Customer is requesting a log review. Customer does not wish to send in device for investigation.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the syringe module infused for a longer period than expected could not be confirmed during the log only investigation. No testing was able to be performed due to no devices being returned for investigation. The syringe module event log showed that on (B)(6) 2025 at 12:45 pm, a bd 3ml syringe was installed into the channel with a volume of 2.8696ml. An infusion with a rate of 0.1275ml/hr and a volume to be infused (vtbi) of 2.7271ml was started. On (B)(6) 2025 at 8:09 am, the unit alarmed for ¿check syringe¿ and ¿syringe clamp open¿. A bd 1ml syringe was detected to be installed with a volume of 0.8793ml. The vtbi was updated to 0.7468ml. At 2:02 pm, the channel alarmed for ¿near end of infusion¿. At 2:05 pm, the unit alarmed for ¿syringe clamp open¿. A bd 3ml syringe was detected to be installed with a volume of 0.4581ml. The vtbi was updated to 0.3156ml. At 4:34 pm, the channel alarmed for ¿near end of infusion¿ and the unit was removed. The alaris system user manual v12.3.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris¿ syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.3.2 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a precedex over infusion could not be determined from the logs alone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on (B)(6) 2025 at 08:08 am, a new syringe of precedex was programmed with a of .13ml/hr. Around 14:00, the clinician observed a ¿near end¿ message on the pump, which was unexpected given the syringe size (3 ml) and infusion rate (0.13 ml/hr). The clinician noted the pump indicated approximately 0.23 ml remaining to infuse; after removing and reinserting the syringe, the pump then displayed 0.44 ml remaining, showing two different volume readings. There was no patient harm. Customer is requesting a log review. Customer does not wish to send in device for investigation.